Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open pacemaker implant procedure, the needle separated from the thread while using running stitch on the final closure of the skin. To resolve the issue, the surgeon finished the closure with 3 knots using vicryl suture and complete the case.